Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, when the left ventricular lead was implanted, the patient experienced diaphragmatic stimulation. The lead was not used and replaced with a competitive product. The patient was stable.